Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6a implant date: 2010 (year only received.).

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "rupture". Healthcare professional later reported "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedures non penetrating nicks, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, a5, a6, b5, d1, d4, d9, e1, h3, h4, h6

Event description:
Healthcare professional reported left side "rupture". Healthcare professional later reported "hole, non-specific". Device has been explanted and replaced.